Manufacturer narrative:
H3: product analysis found the device and a portion of the pouch (clear side with the label) were returned in a double plastic bag. No traces of contamination were observed on the device. However, the inner shaft area between the inner and outer hub was observed to be bent. Striations were also observed on the inner shaft near the bent area. The inner assembly spun freely by hand with no binding. The device was loaded into a handpiece and operated in oscillating mode up to 5,000 rpm; wobbling was observed during the blade operation. The device failed due to the defective condition upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery, the blade was vibrating very badly on the handpiece, and it doesn¿t sound normal. After changing the blade, the other blade seems to cut properly. There was no patient injury.